Event description:
The customer reported a loss of live image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the on/off switch, reseated the display adapter circuit board and adjusted the left monitor contrast and brightness. The system operates as intended.